Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier required maintenance. User tried to reboot/recover, but issue persists. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the biometric identifier required maintenance. A field service engineer (fse) had spoken with users from the pharmacy and was advised to defer the call to regular working hours since user could not verify if the biometric identifier (bio-ID) issue was happening only to one user. The fse found that the bio-ID failed to detect during testing and informed the customer that a part would be ordered. The bio-ID was then changed with the one provided by the customer and later replaced with a known good bio-ID, but the problem persisted. Later, the fse tested the customer¿s bio-ID and confirmed that it was functioning correctly. The system functioned as intended after the field service engineer repaired the device.